Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2025. The patient's blood glucose level was high, though the exact value was unknown. The patient corrected this using multiple dose injection (mdi). The blockage was located in the tubing. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available0.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.